Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in a shunt in the moderately tortuous and severely calcified left forearm vessel. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.